Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-09-27 (B)(4) (con): ***omitted information from related (B)(4)-infections, migrated*** information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins battery "barely lasted a year to the date" and that they had it replaced. It was noted that the patient has headaches that wake them up in the middle of the night but confirmed that the headaches began prior to the ins being implanted. Follow-up was conducted with the patient. No symptoms related to the ins were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the circumstances that led to their device barely lasting a year was that they had kept their ins on 24 hours a day and never turned it off. No further issues were noted or anticipated.